Event description:
It was reported a defective extension set (report was sent by the nurse). Tubing pv7009x was leaking during priming after attached to cassette - hole/crack observed at the connection point. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.